Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected due to cylinder rupture. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle and proximal end. The first cylinder's tube was detached in the middle of the cylinder which probably occurred during explant. The second cylinder had fluid leakage due to a hole in the proximal end of the cylinder consistent with sharp instrument damage. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was worn to the filament; however, the pump did pass leak and functional testing. No visual damages nor abnormalities were found in the rear tip extenders. The reservoir had wear at a fold in the reservoir shell, despite this, it did pass leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected due to cylinder rupture. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.